Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 22 nov 2024 section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint device was received in a lens case. The lens was off center in the lens case, covered in viscoelastic residue, and the was cut with a portion missing. The complaint issue "sterility assurance concerns" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the doctor opened the intraocular lens (iol) box for surgery, it was found that the iol did not have a sterile package. Iol was not used. No further information available.